Event description:
The initial reporter received questionable creatinine, glucose and calcium results for two patient samples tested on the cobas 6000 c501 (ul) v. The initial results were not reported outside of the laboratory. The reporter questioned the results which prompted a rerun of the samples. The samples were rerun on a cobas pro. Patient 1's initial creatinine result from the analyzer was 0.4 mg/dl. The repeat creatinine result from the other analyzer was 1.0 mg/dl. The initial glucose result from the analyzer was 92 mg/dl. The repeat glucose result from the other analyzer was 122 mg/dl. Patient 2's initial calcium result from the analyzer was 5.9 mg/dl. The repeat calcium result from the other analyzer was 8.3 mg/dl. The initial creatinine result from the analyzer was 1.1 mg/dl. The repeat creatinine result from the other analyzer was 1.6 mg/dl. The repeat results were deemed correct. The creatinine, glucose and calcium reagent lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found a bad vacuum line in one of the nozzles. He then replaced this tubing. He also replaced the cells. He performed mechanical and verification tests with acceptable results. Calibrations and qc were performed with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.